Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar, the implant had tissue/bone attached. Major damaged was seen, possible from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (62001430). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62001430) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Manufacturer narrative:
Zimmer biomet (B)(4). Email address was not provided.

Event description:
It was reported that the implant at tooth site #36 fracture and it was removed. Antibiotic prophylaxis.